Manufacturer narrative:
Another initial reporter: (B)(6). Another contact info: (B)(6). Due to character limitation in e1, full event site name: (B)(6). A getinge field service engineer (fse) replaced expired safety disk to fix the error. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
It was reported by customer that during routine maintenance, the cs300 intra aortic balloon pump had a leak in iab circuit alarm due to a leaking safety disc. There was no patient involved.